Event description:
A malfunction alarm 30 was reported on the pump, which was still under warranty, while it was in use during pumping. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was unable to resolve the repeated cartridge alarm by loading a new cartridge, so technical support decided to replace the pump. The customer was instructed to use multiple daily injections (mdi) as a backup therapy and to put the pump into storage mode before returning it. The faulty pump will be sent back to tandem using a pre-paid shipping label within ten days.